Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a white contamination at the tip of the needle of the device. Particle identification analysis revealed the contamination to be a piece of the abs copolymer which is the same material as the body of the device. The reported condition was verified. The cause of the condition was determined to be during assembly of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device had particulate matter on the device. A white flake was noted on the needle's tip. The packaging of reconstitution device was opened and the piece of white contamination was found before use. There was no patient involvement. No additional information is available.